Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test.". The patient's previously administered products included for an unreported indication: iud. Concurrent conditions included genital bleeding. Concomitant products included bupropion hydrochloride (wellbutrin), duloxetine, hydrocodone, rizatriptan benzoate (maxalt), topiramate and tramadol. In (B)(6) 2011, the patient had essure inserted. In (B)(6) 2012, the patient experienced dysmenorrhoea ("dysmenorrhea(cramping)"). In (B)(6) 2012, the patient experienced dyspareunia ("dyspareunia(painful sexual intercourse)"). In (B)(6) 2012, the patient experienced urinary tract infection ("infection (bladder/urinary tract/vaginal) type: uti") and vulvovaginal mycotic infection ("infection (bladder/urinary tract/vaginal) type: uti, yeast infection"). In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2013, the patient was found to have weight increased ("weight gain"). In (B)(6) 2014, the patient experienced alopecia ("hair loss"). In (B)(6) 2014, the patient experienced ovarian cyst ("reproductive system disorder or condition type of disorder or condition: cysts on ovaries"). In (B)(6) 2014, the patient experienced acne ("rashes or skin conditions type: acne") and feeling abnormal ("neurological conditions or problems type: brain fog"). In (B)(6) 2015, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and tooth disorder ("dental problems"). In (B)(6) 2016, the patient experienced dysgeusia ("metallic taste in mouth"), migraine ("migraines / headaches"), fatigue ("fatigue") and abdominal distension ("bloating"). In (B)(6) 2018, the patient experienced depression ("depression"), anxiety ("anxiety") and mood swings ("mood swings"). On an unknown date, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), polycystic ovaries ("reproductive system disorder or condition type of disorder or condition: pcos"), vulvovaginal pain ("vaginal pain"), arthralgia ("pain: joint aches") and abdominal pain ("abdominal pain"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed)on (B)(6) 2018.). Essure was removed in (B)(6) 2018. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, dysgeusia, urinary tract infection, vulvovaginal mycotic infection, female sexual dysfunction, depression, anxiety, polycystic ovaries, feeling abnormal, dyspareunia, weight increased, abdominal distension, alopecia, vulvovaginal pain, mood swings, tooth disorder, abdominal pain and ovarian cyst outcome was unknown and the acne, migraine and fatigue was resolving. The reporter considered abdominal distension, abdominal pain, acne, alopecia, anxiety, arthralgia, depression, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, female sexual dysfunction, menorrhagia, migraine, mood swings, ovarian cyst, pelvic pain, polycystic ovaries, tooth disorder, urinary tract infection, vaginal haemorrhage, vulvovaginal mycotic infection, vulvovaginal pain and weight increased to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-nov-2019: pfs received : events added-device monitoring procedure not performed and ovarian cyst. Events outcome updated, events onset date, concomitant and historical drug added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), dysgeusia ("metallic taste in mouth"), urinary tract infection ("infection (bladder/urinary tract/vaginal) type: uti"), vulvovaginal mycotic infection ("infection (bladder/urinary tract/vaginal) type: uti, yeast infection"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), depression ("depression"), anxiety ("anxiety"), acne ("rashes or skin conditions type: acne"), migraine ("migraines / headaches"), polycystic ovaries ("reproductive system disorder or condition type of disorder or condition: pcos"), feeling abnormal ("neurological conditions or problems type: brain fog"), dysmenorrhoea ("dysmenorrhea(cramping)"), dyspareunia ("dyspareunia(painful sexual intercourse)"), fatigue ("fatigue"), abdominal distension ("bloating"), alopecia ("hair loss"), vulvovaginal pain ("vaginal pain"), arthralgia ("pain: joint aches"), mood swings ("mood swings") and tooth disorder ("dental problems") and was found to have weight increased ("weight gain"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed) on (B)(6) 2018.). Essure was removed in (B)(6) 2018. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, dysgeusia, urinary tract infection, vulvovaginal mycotic infection, female sexual dysfunction, depression, anxiety, acne, migraine, polycystic ovaries, feeling abnormal, dyspareunia, fatigue, weight increased, abdominal distension, alopecia, vulvovaginal pain, mood swings and tooth disorder outcome was unknown. The reporter considered abdominal distension, acne, alopecia, anxiety, arthralgia, depression, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, female sexual dysfunction, menorrhagia, migraine, mood swings, pelvic pain, polycystic ovaries, tooth disorder, urinary tract infection, vaginal haemorrhage, vulvovaginal mycotic infection, vulvovaginal pain and weight increased to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-jul-2019: plaintiff fact sheet received. New events: abnormal bleeding (vaginal, menorrhagia), allergic or hypersensitivity reaction type: metallic taste in mouth, infection(bladder/urinary tract/vaginal) type: uti, yeast infection, apareunia (inability to have sexual intercourse), depression, anxiety, rashes or skin conditions type: acne, migraines / headaches, reproductive system disorder or condition type of disorder or condition: pcos, neurological conditions or problems type: brain fog, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), fatigue, weight gain, gastrointestinal or digestive system condition type: bloating, hair loss, pelvic pain, vaginal pain, joint aches, mood swings, dental problems. Case became incident. Reporter's information was added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included genital bleeding. In 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), dysgeusia ("metallic taste in mouth"), urinary tract infection ("infection (bladder/urinary tract/vaginal) type: uti"), vulvovaginal mycotic infection ("infection (bladder/urinary tract/vaginal) type: uti, yeast infection"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), depression ("depression"), anxiety ("anxiety"), acne ("rashes or skin conditions type: acne"), migraine ("migraines / headaches"), polycystic ovaries ("reproductive system disorder or condition type of disorder or condition: pcos"), feeling abnormal ("neurological conditions or problems type: brain fog"), dysmenorrhoea ("dysmenorrhea(cramping)"), dyspareunia ("dyspareunia(painful sexual intercourse)"), fatigue ("fatigue"), abdominal distension ("bloating"), alopecia ("hair loss"), vulvovaginal pain ("vaginal pain"), arthralgia ("pain: joint aches"), mood swings ("mood swings"), tooth disorder ("dental problems") and abdominal pain ("abdominal pain") and was found to have weight increased ("weight gain"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed)on (B)(6) 2018.). Essure was removed in (B)(6) 2018. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, dysgeusia, urinary tract infection, vulvovaginal mycotic infection, female sexual dysfunction, depression, anxiety, acne, polycystic ovaries, feeling abnormal, dyspareunia, weight increased, abdominal distension, alopecia, vulvovaginal pain, mood swings, tooth disorder and abdominal pain outcome was unknown and the migraine and fatigue was resolving. The reporter considered abdominal distension, abdominal pain, acne, alopecia, anxiety, arthralgia, depression, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, female sexual dysfunction, menorrhagia, migraine, mood swings, pelvic pain, polycystic ovaries, tooth disorder, urinary tract infection, vaginal haemorrhage, vulvovaginal mycotic infection, vulvovaginal pain and weight increased to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-sep-2019: pfs received: event migraine/headache, fatigue outcome added. Event abdominal pain added. Medical history added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and metal poisoning ('heavy metal poisoning') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test.". The patient's previously administered products included for an unreported indication: iud. Concurrent conditions included genital bleeding. Concomitant products included bupropion hydrochloride (wellbutrin), duloxetine, hydrocodone, rizatriptan benzoate (maxalt), topiramate and tramadol. In (B)(6)2011, the patient had essure inserted. In (B)(6)2012, the patient experienced dysmenorrhoea ("dysmenorrhea(cramping)"). In (B)(6)2012, the patient experienced dyspareunia ("dyspareunia(painful sexual intercourse)"). In (B)(6)2012, the patient experienced urinary tract infection ("infection (bladder/urinary tract/vaginal) type: uti") and vulvovaginal mycotic infection ("infection (bladder/urinary tract/vaginal) type: uti, yeast infection"). In (B)(6)2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6)2013, the patient was found to have weight increased ("weight gain"). In (B)(6)2014, the patient experienced alopecia ("hair loss"). In (B)(6)2014, the patient experienced ovarian cyst ("reproductive system disorder or condition type ofdisorder or condition: cysts on ovaries"). In (B)(6)2014, the patient experienced acne ("rashes or skin conditions type: acne") and feeling abnormal ("neurological conditions or problems type: brain fog"). In (B)(6)2015, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and tooth disorder ("dental problems"). In (B)(6)2016, the patient experienced dysgeusia ("metallic taste in mouth"), migraine ("migraines / headaches"), fatigue ("fatigue") and abdominal distension ("bloating"). In (B)(6)2018, the patient experienced depression ("depression"), anxiety ("anxiety") and mood swings ("mood swings"). On an unknown date, the patient experienced metal poisoning (seriousness criterion medically significant), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), polycystic ovaries ("reproductive system disorder or condition type of disorder or condition: pcos"), vulvovaginal pain ("vaginal pain"), arthralgia ("pain: joint aches") and abdominal pain ("abdominal pain"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed)on may-2018.). Essure was removed in (B)(6)2018. At the time of the report, the pelvic pain, metal poisoning, vaginal haemorrhage, menorrhagia, dysgeusia, urinary tract infection, vulvovaginal mycotic infection, female sexual dysfunction, depression, anxiety, polycystic ovaries, feeling abnormal, dyspareunia, weight increased, abdominal distension, alopecia, vulvovaginal pain, mood swings, tooth disorder, abdominal pain and ovarian cyst outcome was unknown and the acne, migraine and fatigue was resolving. The reporter considered abdominal distension, abdominal pain, acne, alopecia, anxiety, arthralgia, depression, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, female sexual dysfunction, menorrhagia, metal poisoning, migraine, mood swings, ovarian cyst, pelvic pain, polycystic ovaries, tooth disorder, urinary tract infection, vaginal haemorrhage, vulvovaginal mycotic infection, vulvovaginal pain and weight increased to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint~ most recent follow-up information incorporated above includes: on (B)(6)2019 : social media report received : event heavy metal poisoning added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.